Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad during index procedure. It was reported that the second and third stents in the proximal lad to treat a dissection after the initial stent implantation to cover the target lesion.

Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
At 30 day and 3 month follow up's patients worst angina status was reported as I per the (B)(6) of angina.